Event description:
Customer reportedly obtained results of 338mg/dl and 150mg/dl within 10 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.